Event description:
Attempting to remove from outer box, inner plastic box contains a shattered product, can't be used.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.